Event description:
Hospital advised the patient was in the emergency room where a 250 cc bag of heparin had been set up to infuse at a rate of 9.5 cc/hr. When the patient was moved to the floor at 17:30, the bag was full. At approximately 19:30 the nurse observed that the bag was empty. There was no patient consequence. Hospital biomedical engineer advised that the black sear on the door was completely broken off.